Manufacturer narrative:
(B)(4).

Event description:
It was reported increased high voltage lead impedance was observed. No lead fracture was confirmed. No resolution was suggested. The patient will be monitored. No adverse consequences were detected.